Manufacturer narrative:
The initial reported event of fracture with lia triggered and high lead impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements for which a lead integrity alert [lia] was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.